Event description:
It was reported that during a total lap hysterectomy, the blade broke off into patient. The blade tip was located via x-ray and was removed from the patient. A new device was opened and the procedure continued. The patient is doing great.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.